Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the distal end (including the surface of the objective lens) and at the opening of the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a foreign object adhered to the surface of the objective lens during the inspection, and acted as a nucleus for moisture, causing condensation to form on the surface of the objective lens. The white powdery foreign object that adhered to the nozzle opening due to air or water being blown or pumped, adhered to the surface of the objective lens. The results of the component analysis showed that the white powdery foreign object was an organic silicone. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented by following the instructions for use which state: "gif-1200n instruction manual operation chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment ¦ inspection of air supply. Function: user manual (operation) [for safe use], [chapter 1, section 4, general precautions, warnings], [chapter 1, section 6, reprocessing and storage after use, warnings], [chapter 4, section 2, insertion of endoscope ¦ air insufflation, spraying, water injection, suction caution, and the instruction manual (cleaning/disinfection/sterilisation) chapter 5, section 5: manual cleaning of endoscopes and accessories ¦cleaning of external surfaces chapter 5, section 7: rinsing of endoscopes and accessories chapter 8, section 2: storage of sterilised endoscopes and accessories." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.